Event description:
It was reported to philips that there was x-ray tube failure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the x-ray tube had failure. However, there was no service provided from the philips as the quote was expired. Till date, no recurrence has been documented.. The codes were updated based on the investigation outcome.